Event description:
It was reported during sterile reprocessing, that the maryland bipolar forceps instrument was found to be broken. On (B)(6) 2015, the initial reporter was contacted. The initial reporter stated that the operating room personnel handed out the forceps stating that once the instrument was inserted on the arm, it was not functioning because it was not recognized and therefore unusable. The instrument was changed as they always have a spare one ready and the intervention completed robotically with no harm to patient. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument had a broken pitch cable at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument used during this reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during failure analysis investigation, the instrument had a broken pitch cable.